Manufacturer narrative:
The hvad is used for treatment, not diagnosis. It was reported that the patient underwent a pump exchange due to suspected thrombus and subsequently expired on (B)(6) 2014. The pump ((B)(4)) was returned to the manufacturer for evaluation in relation to the reported event. Visual inspection of the device confirmed moderate abrasion marks of the upper and lower housing's ceramic surface of the pump, however, these conditions indicate that a known external factor may have forced the impeller against the housing causing the marks. Furthermore, no dimensional or functional issues were observed that could have contributed to the reported event. A pathologic analysis completed upon return of the device confirmed the presence of thrombus; however, the cause and origin of the thrombus cannot be conclusively determined. A possible root cause for the reported event may be attributed to thrombus formation/ingestion within the device. There is no evidence to suggest that the device caused or contributed to the reported event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Serious and life threatening adverse events, including device thrombosis, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Manufacturer narrative:
The device was used for treatment. It was reported that the device is being returned for analysis but has not been received.

Event description:
Approximately one year post implantation, a pump exchange was performed due to suspected thrombus. The patient died two days later. The cause of death is not known.